Manufacturer narrative:
Additional information: b5, g3, h6 (fdd). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the liver resection, the first instrument was the trigger to the knife stuck and could not retract after half an hour of use. The second instrument was the same and stuck directly. The device was clean. Another ligasure device was used successfully with the same generator. There was no patient injury.

Event description:
It was reported that during the procedure, the first instrument was the trigger to the knife stuck and could not retract. The second instrument was the same and now the tissue was stuck between the jaws and it was clean. Another device was used successfully with the same generator. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: lxmj23s, maryland xp inline sealer/divider 23 cm, (lot number: 50880184x) vlft10gen, vlft10gen ft series energy platformx1, (serial number: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d3 (MFR name and address), d4 (UDI#), d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the visual inspection found eschar buildup in the device's knife track. The knife blade could not advance. Functional testing found that the more frequent cleaning of the jaws could have prevented build up of eschar. The product analysis found the mechanical function of the device's jaw opening and closing was functioning properly. The device was detected and activated multiple times on a saline-soaked gauze pad with satisfactory results. It was reported that the knife blade did not retract and the device stopped working. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.